Manufacturer narrative:
The reported complaint of the cool line catheter (lot # 152456) leak was confirmed during functional testing. A pinhole leak was observed at the distal end of the distal balloon. The probable root cause for the reported complaint could be due to a latent material defect. Visual inspection of the returned catheter was performed and found no physical damage to the catheter. The blood residues were observed on the balloons and luered tubings. A functional leak test of the returned catheter was performed, and all lumens were flushed without resistance. The catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Immediately upon pressurizing the catheter, a pinhole leak was observed at the distal end of the distal balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint, and there was no history of previous complaints reported for cool line catheter lot number 152456. In agreement with a reporter, event of seizure was not related to zoll device. Event was probably related to the patient's clinical condition of post-cardiac arrest. Per reporter, ~200ml of sterile cold saline were inserted into the patient's vasculature. Administration of sterile saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient.

Event description:
A (B)(6)-year-old male patient (height 5'9', weight (B)(6) lbs.) Was hospitalized due to pulseless electrical activity (pea) /respiratory arrest. The post-arrest cooling protocol was implemented due to poor neurological recovery. The cool line catheter (lot# 152456) was inserted into the patient's right internal jugular vein. The placement was done by a resident physician with no difficulties during the insertion. The initial patient's temperature was at 36.4°c with the target temperature 34°c. After 30 minutes of catheter placement, the patient got a seizure and the presence of the blood was observed in the cooling ports of the catheter to the start-up kit (suk) tubing. The catheter leak was suspected and approximately 200 ml of saline infusion. The cool line catheter was replaced to continue the patient therapy without further issue. Per the reporter, the seizure was not related to the cool line catheter placement or leak. No consequences or impact to the patient. The patient had an elevated international normalized ratio (inr) blood clotting time of 6.2 at 07:50 am (B)(6) 2021. The patient was at a high risk of bleeding due to increased inr. The patient had a medical history of coronary artery bypass grafting (CABG), mitral valve replacement (mvf), an implantable cardioverter defibrillator (ICD), chronic tracheostomy, peripheral vascular disease (pvd), hypertension, and alcohol use. Also, the patient had recent upper gastrointestinal bleeding.